Manufacturer narrative:
It was reported that a stand of particulate was found in the operative site during the procedure. The strand was manually removed by the surgeon and the site was irrigated. There was no serious injury or need for any additional intervention. The procedure continued without further incident. A small blue strand attached to a piece of adhesive tape was returned and appears to have originated from operating room towel.

Event description:
The facility reported that a strand came off of the operating room towel and was found in the operative surgical site.